Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient is experiencing discomfort (described by the patient as heating) at the ipg site when stimulation is turned on. As a result, the patient is unable to use her scs system for more than 10 minutes. As such, the patient may undergo surgical intervention to address the issue.

Event description:
Follow-up information revealed the patient underwent surgical intervention where her ipg was explanted and replaced with a different model. The reported issue is now resolved.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.